Event description:
False negative covid result; tested for covid using the abbott binaxnow on day 1 of symptoms and received a negative result. Pcr test showed a positive result for covid. FDA safety report ID# (B)(4).